Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse). The issue was isolated to the paddles, which were replaced to resolve the issue. The device then passed all required testing and remains at the customer site for use. Philips concluded that this was a malfunction of the external paddles.

Event description:
The customer reported the paddles discharge buttons were faulty. There is no report of pt involvement.